Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose above 25.4 mmol/l (>457.2 mg/dl) while wearing the pod for between 37 and 48 hours. The patient reportedly attempted to deliver corrections but it did not work. The patient discarded the pod and applied a new one. When removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.